Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (component code), h11. Corrected field: b5, d7a.

Event description:
It was reported by the customer that during pre-use inspection cardiosave intra-aortic balloon pump (iabp) alarm electrical test failure code #3. Patient was not involved. No personal injury was caused.

Manufacturer narrative:
Updated field: b4, e3, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the power-on error reported electrical code 3, unable to start and compressor failure. The fse replaced the compressor motor, and after replacement, the functional parameters of the equipment were normal. Unit was delivered for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation event site full name: (B)(6).

Event description:
It was reported by the customer that during pre-use inspection cardiosave intra-aortic balloon pump (iabp) alarm electrical test failure code #3 .